Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/09/2015 with the following findings: "por" events, battery alarms and motor errors observed in black box on (B)(6) 2015. Pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery compartment cracks observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment and underside of battery cap. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation leak test shows leak at battery compartment crack. Removed pump case. Evidence of additional moisture contamination inside pump on interboard flex cables. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the battery compartment was cracked, and there was moisture inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.